Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
One of the laptops brightness will not adjust. Company clinical representative was trying to upgrade the laptop but was not able to due to the screen being so dim that it's nearly impossible to see anything on the screen.

Manufacturer narrative:
The planning station s/n (B)(6) was returned to the manufacturing site for investigation. The issue described in the complaint was confirmed: the screen is dim and its brightness can not be adjusted. The connection to an external screen enables to see what is showing as normal. Based on the testing performed on the planning station s/n (B)(6), the most probable root cause is a component failure: screen backlighting. D4 unique identifier (UDI) #: (B)(4).

Event description:
One of the laptops brightness will not adjust. Company clinical representative was trying to upgrade the laptop but was not able to due to the screen being so dim that it's nearly impossible to see anything on the screen.